Event description:
It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter translated from japanese to english: it was reported that during the inspection of the products at togo medikit, smear scale, dirt, embedded foreign material and dislodged gasket were detected before use.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Eighteen samples and five photos were provided to our quality team for investigation. Through visual inspection, it was observed that fourteen samples have ink dots on the barrel, two samples have a distorted stopper condition, one sample have brownish discoloration in the barrel consistent with embedded foreign matter, and the last sample have blurred print on the scale markings including the graduation lines. The conditions observed are non-conforming per product specification. Potential root cause for the scale markings blurred and ink dots defect is associated with the marking process and stopper distorted defect is associated with the assembly process. Potential root cause for the foreign matter embedded defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective actions determination could not be performed.

Event description:
No additional information was provided.